Event description:
A report was received that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 02:16 pm CT.the report number is being corrected from: 3006630150-2018-62505 to: 3006630150-2018-62171.

Event description:
A report was received that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.